Event description:
Dealer states chair was out on rental one time for two weeks and they noticed that the frame was bent. The seat does not sit flat. Dealer states the right side of chair is bent inward.